Manufacturer narrative:
35900623 & 35900784 was reported, however, this is not a lot # manufactured for the reported catalog #. (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use the bd smartsite¿ extension set was packed cramped, and there is kinked on the hose so that it is damaged. The following information was provided by the initial reporter: the filters we receive when we order this item are often damaged. There is a kink on the hose so that it is damaged. This means that they do not work well, that the infusion pump reports high pressure.

Event description:
It was reported that prior to using a bd smartsite¿ extension set, the product was damaged. The following information was provided by the initial reporter: the filters we receive when we order this item are often damaged. They are packed cramped, there is a kink on the hose so that it is damaged.

Manufacturer narrative:
H.6 investigation summary: a 20350e-0006 product was not available for investigation; however the customer indicated the complaint sample was from lot: 35900623 or 35900784. Please note, the lot numbers provided by the customer are not recognised in any manufacturing records for the 20350e-0006 product. As part of the feedback the customer indicates that the 20350e-0006 product is packaged very tightly within the packaging which has resulted in the tubing becoming kinked within the packaging. As part of the feedback the customer provided a photograph of the affected product; analysis of the photograph indicated the kinked tubing, however no image of the product within the packaging was available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that no recent changes to the packaging design have been performed which may have contributed to the customer's experience. However the bd marketing department have been notified of this feedback for consideration during future product development. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 20350e-0006 product over the past 12 months.